Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-apr-2024.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file is related to (B)(4) which captures the difficult advancement of the fs-oa-10 in the same procedure. Manufacturing records: prior to distribution, all clso-10-12 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for clso-10-12 device of lot number c2027993 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the clso-10-12 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2027993. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the device was not available for evaluation. A possible root cause could be attributed to excessive force being applied by the user as from the additional information received it stated that resistance was encountered when advancing the introduction system in place to the target location. Additionally, a possible root cause may be attributed to patient¿s anatomical conditions, causing a build-up of pressure, and resulting in the issue reported, however this cannot be conclusively determined. The customer queried in the description of event if there had been a change in method with the deployment of the stent. Input received from the product manager confirmed that here had been no change in the deployment of the clso-10-12 stent. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, while dr was pushing the introducer the sister was very slowly deploying the stent confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the device was not available for evaluation. A possible root cause could be attributed to excessive force being applied by the user as from the additional information received it stated that resistance was encountered when advancing the introduction system in place to the target location.

Event description:
Dr requested the 10fr 12cm plastic stent, guide wire was high up in the duct, co-axial of introducer was below guidewire in the duct. Upon advancing the stent, we could only get in the 1st flange into the duodenum, leaving the balance of the stent hanging out, while dr was pushing the introducer the sister was very slowly deploying the stent even with this it did not allow the stent to move forward at all, it was stuck, even after shortening the wire a little. Dr then decided to remove the wire totally and used the introducer only to advance the stent, and it went in and was deployed 100%. Dr concern is that he knows and understand the method of how we should be deploying the stent, with the new way that we deployed this, is there a change in the method? A section of the device did remain inside the patient¿s body. Not reterived meant to be placed. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device replacement. 2. What was the target location for the stent? Bile duct . 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Cool dry light sensitivity location. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?*metti-35-205. 5. Was the wire guide lubricated prior to use? Yes. 6. Was the wire guide inspected for damage prior to use?* yes. 7. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No. 9. If yes please indicate the type of procedure performed. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 11. If not with the device in question, how was the procedure finished?* 12. Did the patient require any additional procedures as a result of this event? No. 13. What intervention (if any) was required? 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? No. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure?pentax . 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, 5. If other, please specify: 6. Was resistance encountered when advancing the wire guide to the target location?* no. 7. Was resistance encountered when advancing the introduction system in place to the target location?* yes. 8. How did the physician deal with this resistance? Removed guide wire and then stent was easier to move forward. 9. How did the physician determine the length of the stent to be used for the procedure? N.a. 10. Where was the stricture located in the duct? Distal hepatic duct. 11. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used.no. 12. Was resistance encountered when advancing the stent through the obstructed area?* yes. 13. After placement, was stent position verified? N/a. 14. If yes, please describe how. 15. Please estimate the amount of time the stent was in place prior to this occurrence. N.a. 16. Did any section of the device detach inside the endoscope or patient? No. 17. If yes, please specify what section of the device broke off: 18. Please indicate whether the device broke in the endoscope or in the patient? N/a. 19. Was the broken device retrieved? N/a. 20. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No. 22. If yes, please indicate what modifications were made: 23. Please indicate why the modifications were necessary. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure.meti 35 305. 25. Did the patient require any additional procedures as a result of this event? No. 26. What intervention (if any) was required? 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. 28. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 29. If yes, please specify what was observed and where on the device it was observed. * not applicable if problem occurred at removal.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.